Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: a severe spinal stenosis left l5-s1 with l5-s1 facet arthropathy and degenerative disk disease at l5-s1. As per operative notes, ¿bone graft had been saved in a bone trap and was placed on the back table. The interbody space was identified under lateral fluoroscopic imaging. Sequential end-plate cutters were then used to prepare the end-plates. A 12 x 26 mm size cage was filled with bmp-2 and local bone graft. Bone was placed anterior to the cage in the intervertebral space. The cage was then gently impacted into the intervertebral space. The transverse processes were then decorticated. A pedicle screw was placed into left l5 and s1 pedicles measuring 6.5 x 45. A sponge composed of collagen/bmp-2 and local bone graft was then placed into the posterolateral gutter. Compression was placed across the graft, and the wound was then closed in layers.¿ no intra operative complications were reported.